Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal intrathecal ("2000 mcg";1482 mcg/day; lot number was unable to be obtained) via an implantable pump. The patient's indication for use was intractable spasticity and a stroke. The patient had been displaying signs that the therapy was not effective; specifically the patient's left leg and arm were rigid. It was additionally noted that the patient was treated with a high dose and received poor results. It was unknown what led to the event; however, the patient had been seen by the physician and the decision had been made to check the catheter and pump to ensure that they were working properly. The spinal and pump segment of the catheter were separated. Each segment was aspirated and cf fluid was captured through both segments. The pump was programmed to give a 1 cc dose of medication over 1 minute. The test was performed twice. The physicians did not see any significant medication flow. The decision was made to replace the pump. The issue was resolved and the patient status at the time of the report was noted as alive without injury. The other medications the patient was taking at the time of the event, pertinent medical history, the start of the lack of therapy and the cause of the lack of therapy not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.